Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition and the insulation of the lead was found to be damaged. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stale condition throughout.

Manufacturer narrative:
Correction: b5 section was updated.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition and the insulation of the lead was found to be damaged. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout.